Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through a 6french size introducer sheath. An examination of the balloon confirmed that a complete balloon circumferential tear had occurred in the balloon. The tear was located over the distal markerband. No other damage was noted along the balloon material. An examination of the shaft identified that the shaft was severely stretched down from the distal markerband to the tip. This stretching is consistent with excessive tensile force having been applied to the shaft. An examination of the markerbands identified no damage or sharp edges. No damage was noted with the introducer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-dec-2016. It was reported that balloon leak occurred. The target lesion was located in an arteriovenous shunt. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, upon inflating the balloon at 20 atmospheres, it was noticed that the balloon was leaking. No hole or rupture was found on the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the balloon was torn circumferentially.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: an examination of the balloon confirmed that a complete balloon circumferential tear had occurred in the balloon. The tear was located over the distal markerband. No other damage was noted along the balloon material. An examination of the shaft identified that the shaft was severely stretched down from the distal markerband to the tip. This stretching is consistent with excessive tensile force having been applied to the shaft. An examination of the markerbands identified no damage or sharp edges. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-dec-2016.   It was reported that balloon leak occurred.   The target lesion was located in an arteriovenous shunt. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, upon inflating the balloon at 20 atmospheres, it was noticed that the balloon was leaking. No hole or rupture was found on the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed that the balloon was torn circumferentially.